Event description:
A distributor contacted zoll to report that a patient had an open sore left by the lifevest. The patient alleged that he had some mild bleeding at times. The patient reported that he will consult with his doctor. Follow-up indicated that the patient had begun using an ointment and the irritation had improved. It is unknown if the patient's doctor provided any medical intervention to treat the irritation.

Manufacturer narrative:
Device evaluation: there is no indication of a device failure associated with this event. Evaluation method: biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.